Manufacturer narrative:
The customer¿s report of leaking at the connection between the male luer of the extension tubing and the mating device was confirmed. No anomalies were observed on the set during initial visual inspection (including microscopic examination). Functional and pressure testing was performed; a leak was observed at the engagement of the set¿s microbore tubing and distal male luer. Additional flush tests were performed, the liquid movement was observed in between the outer wall of the tubing and the inner wall of the male luer¿s tubing attachment area, indicating a solvent channel (insufficient application of solvent). The root cause of the leak was insufficient/lack of solvent applied during the manufacturing process.

Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17016548 is 10885403236259. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was receiving morphine and lipids when the user observed "dampness" with the lipids coming back through the connection between the male luer of the extension tubing and the mating device near the white label. There was no patient harm as a result of the event. The customer also stated that similar leaking had occurred several times previously, however no event details were provided, and none of those sets were saved.